Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
A communication failure occurred upon initial attempt to connect to controller to begin registration. Driver re-initialized system and attempted to begin registration; however a second communication failure occurred. Driver noticed red light of emergency stop button was on, despite button not being pressed. After re-initializing system and pressing and releasing emergency stop button, surgery proceeded. No clinical consequences, estimated time lost was 10 minutes.

Manufacturer narrative:
Techcnical investigation of log files indicates that two communication error occurred after the connection of the arm, when attempting the first movement to home position with the arm. A failure in function runcmdgetstate occurred which translates an error with the controller. The error is due to the activation of the emergency button: ¿cell emergency stop chain open¿. The arm cannot be powered and move if the emergency button is activated. According to the complaint description, after two attempt to connect to controller to begin registration, the user found that the red light of emergency stop button was on but not depressed. The light on the emergency button indicates that the button is activated even if it is not depressed. Therefore, the analysis confirms this version. The IFU provides the appropriate procedure to follow in case of activation of the emergency button: - issue: the emergency button light is on - cause: the emergency button has been activated or the vigilance device redundancy has failed - solution: disengage the emergency button and restart the device. Shut down the device and restart. Surgeon's training is recorded in the DHR. The user is considered as experimented as he worked on more than thirty assisted surgeries since august 2016. Therefore, the user probably forgot to check the emergency button before to start his surgery. It can be consider as a user error.